Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device display; "defib fault 77", "defib fault 78", "defib fault 79", "defib fault 80", "defib fault 196", "defib disabled", "system fault 36", "system fault 37", "pacer fault 116", "pacer disabled", "fault 75" and inappropriately displayed a "replace battery" message. Complainant indicated that there was no pt involvement in the reported malfunction.